Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp ECG waveform missing is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported event. The root cause of the complaint is undetermined. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the EKG was intermittent. The intra-aortic balloon pump (iabp) was pumping without issue as it was in ap trigger. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the EKG was intermittent. The intra-aortic balloon pump (iabp) was pumping without issue as it was in ap trigger. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.